Event description:
A new battery was placed in the pacemaker before the event. The pacemaker's on light wasn't showing. It was off, and it did not turn on. The battery was changed and pacemaker turned on.